Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the usb port became damaged. Customer was unable to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.